Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise which caused automatic mode switch and noise reversion episodes. Noise was reproducible with patient movement. No interventions were performed. The patient would continue to be monitored.